Event description:
The user facility reported to olympus that during a diagnostic colonoscopy procedure, the image on the display monitor which was connected to the evis exera iii video system center, turned green and dark purple. The colon could not be viewed properly. The evis exera iii xenon light source had to be power cycled, which resolved the issue. The procedure was completed with the same device. No patient harm reported. The user was unsure if the device was cleaned prior to each use. The device has never been serviced by a third-party.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the user had connected a evis exera iii colonovideoscope scope to the evis exera iii video system center but could not recreate the issue at the time of the call. The reporter had checked with the end user regarding the narrow band imaging (nbi) feature. The user informed the reporter that the green and dark purple image on the monitor was not caused by activating the nbi feature. The reporter had swapped the evis exera iii video system center and determined the issue was with the evis exera iii video system center. The evis exera iii video system center would be sent to olympus for evaluation. The device was returned to an olympus service center for evaluation and the issue was not confirmed. However, it was found that there were corroded scope socket pins which may have caused the issue. The picture in picture connection wire was broken. The universal serial bus board had failed and was unable to load settings. The switching devices and software needed an upgrade and the housing had cosmetic wear and corrosion on the chassis and top cover. There was white paint or fluid inside the unit. In addition, the label was illegible. The unit had an additional customer label on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely liquid entered the equipment as the user accidentally spilled a large amount of liquid including chemicals and/or scope was used without drying completely. The image board malfunctioned or failure of video connector communication occurred temporally, and the defects were resulted.